Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a tamper seal missing and no physical damage. Event log history was performed, and no issue was found in history. During analysis, the customer's reported concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy testing (-6.7%). No adverse effects were reported.